Event description:
During endovascular coiling procedure of 6 mm basilar tip aneurysm, microsphere xl embolic coil would not detach. Physician placed the coil through a prowler lpes straight microcatheter and advanced the coil into position without incident. Upon attempting to deploy the coil, the physician noticed under fluoroscopic guidance that the coil remained attached to the device positioning unit (dpu). Physician attempted approximately 15 times with 2 cables to deploy without success. Ultimately, physician decided to remove the coil. Prior to removing, physician and representative discussed possibility that the coil may detach during withdrawal. With approximately 10 cm of coil withdrawn, the coil detached. Physician advanced the detached coil into placed using the distal end of the dpu to push. The coil advanced into position and the pusher was withdrawn. An additional 6 galaxy coils were then advanced into the aneurysm until it was completely obliterated. No patient injury occurred as a result of the product issue. The end of the dpu appears dark due to the numerous attempts at detachment. No unusual events were noticed by either the representative or the physician during the procedure. All products were used in accordance with the instructions for use.

Manufacturer narrative:
Concomitant devices used: unknown prowler lpes microcatheter; unknown galaxy coils (6). The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.